Event description:
Caller reported a malfunction on the pump, which was identified by the malfunction code malf 12. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided pump reset information to assist the caller with resetting the pump, but the caller was unable to reset it immediately and planned to call back when able to reset the pump. Upon follow-up cts provided pump reset information and assisted caller with resetting the pump. Malfunction code did not reoccur. Customer may continue to use the pump. Cts instructed caller to call back if any malfunction code recurs. Caller acknowledged and understood.